Manufacturer narrative:
Patient weight missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient had a ventricular tachycardia (vt) ablation. It was noted that there were events in the periodic history but none under event history upon interrogation. The patient had low voltage alarms on the system controller from 28may2024. The event log files captured low speed advisories since the fixed speed was set lower than the low limit. The pump speed was set back to a fixed speed of 5600 rotations per minute (rpm) on 30may2024 at 14:06 presumably during the vt ablation.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported arrhythmia could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 from 14:00:32 to 14:13:32, per the timestamps. The pump operated at a fixed speed between 5200 and 5600 revolutions per minute (rpm), with a low-speed limit (lsl) between 5000 and 5400 rpm. The majority of the log file contained a non-alarming low speed advisory event due to the fixed speed being set lower than the lsl. These events resolved when the set speed was increased above the low-speed limit. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.